Event description:
It was reported that the ventilator relief alarm pressure knob and gauge are not responding to what device settings are input. No patient injury or adverse affects have been reported.

Manufacturer narrative:
Other text: h6 codes updated. One device was returned for investigation. The device had a shifted relief alarm pressure knob cap and the calibration mark on the front panel did not match. The battery compartment was corroded as well. A functional test was completed where the customer complaint was confirmed. The root cause was found to be due to the relief alarm pressure block being faulty and causing the gauge needle to not rise when applying backpressure. The MRI battery, sintered filter, o rings, corroded battery compartment and the flow block were all replaced to resolve the product issue and for preventative maintenance. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
Additional info received via email 10-aug-2022. No patient involvement.

Manufacturer narrative:
Additional info received via email 10-aug-2022. No patient involvement. D5 and e4 are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.